Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Devices disposition is unknown.

Event description:
This product inquiry addresses 5 postoperative intra-articular lag screw protrusions in conjunction to the sgn system (1 event), tgn system (1 event) and gamma3 system (3 events). Revision; hemiarthroplasty (2x gamma3) / total hip arthroplasty (1x gamma3). The manufacturer became aware by an italian publication "how evolution of the nailing system improves results and reduces orthopedic complications: more than 2000 cases of trochanteric fractures treated with the gamma nail system¿, published on 14th december 2015 regarding the gamma system (sgn, tgn, gamma3 ¿ all trochanteric nails) that in sum 63 patients had been observed presenting 11 adverse events in a period from january 1997 to december 2011. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database revealed that the events had not been reported by the hospital or by the author of the publication, therefore 11 complaints were initiated retrospectively.